Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the error message states that full resync was required, patient and order may not be current. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the data synchronization process was incomplete. A technical support specialist had remotely connected to station, verified that pharmacists were actively using the station, and attempted to contact the client to schedule downtime. After multiple attempts, the specialist backed up the database, performed a full data synchronization, and confirmed successful completion by capturing screenshots and uploading them to the case file. The station resumed normal operation, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.